Event description:
Pt arrived to the unit from operating room 1416 and levophed at .2. The pump went into improper shutdown. The pt's bp plunged and pt receive ivp epi. New pump gathered and levophed restarted. Dr (B)(6) aware. Pump has microdrip with no back check valve in place.